Manufacturer narrative:
The initial MDR was submitted with the 510k number listed as k790366. It is corrected to read exempt.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field 04/04/2016. Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign matter or mold on urine cups with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot# 5182571 and no issues were identified. Conclusion: unconfirmed complaint. An absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that there was a foreign matter or mold appearance on 120 ml bd vacutainer® plastic urine collection cups. No serious injury, blood to mucous membrane exposure or medical intervention was reported.